Manufacturer narrative:
Per the tandem user guide, ¿blood glucose values used for calibration must be between 40 to 400 mg/dl and must have been taken within the past 5 minutes. ¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 200 mg/dl, and the meter bg reading was 475 mg/dl. Reportedly, the customer did not enter a calibration within 5 minutes of testing bg. Customer was taken to the emergency room (ER) for vomiting and a bg of 475 mg/dl. Customer was given fluids in the ER and was subsequently admitted to the hospital/intensive care unit on (B)(6) 2020 and administered intravenous fluids of saline and insulin. Multiple contact attempts were made by tandem customer technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.